Event description:
Holmium laser fiber broke and physician was burned, no harm to the pt. The fiber broke at the handle next to the physician's hand. Physician was burned approx 10 mins in the procedure, no power level is available. Dr (B)(6) received 6 red/white burns on the palm of his hand between the finger and thumb. Per the physician, these are deep burns about the size of two peas, total. Intervention was silvadene cream. Physician is ok. They opened a second fiber to complete the procedure.

Manufacturer narrative:
No visible damage to capillary, fiber broken within proximal to peak tubing. Miscellaneous, mishandling. This fiber has not been used, fiber was broken while not firing. Root cause: customer error, fiber broken before use.